Event description:
Customer reported he insulin pump alarmed. Customer's blood glucose is 132 mg/dl. She cannot clear the alarm. Customer stated the device just beeps. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.